Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine appeared to be off and would not power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller was defective. A field service engineer narrowed the issue down to drawer 3-1 in the main unit. The drawer controller was tested using a fluke meter and found to be faulty. Once a replacement was obtained, the failed drawer board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.